Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the system displayed a luminometer error during the event. The cse determined that the customer performed homing of the luminometer. The cse also determined that there was a defective wire on the system that prevented the system from pumping water during direct plumbing. The cse repaired the defective wire on the system. The cause of the discordant tniu results is unknown. The customer successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant cardiac troponin I (tniu) results were obtained on multiple patient samples on an advia centaur xp instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate system. The repeated results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tniu results.